Manufacturer narrative:
Engineering evaluations: although not always repeatable, previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the microwave connector is exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusion or flushing through small syringes it is important to isolate adjacent lines by activating the slide clamps on those lines. Investigations have also identified microclave component damages can occur if the connector is accessed/mated with an incompatible mating device. As stated on the microclave directions for use (dfu) the connector should only be accessed with an iso compliant male luer with an inside diameter between 1.55 mm - 2.8 mm. Findings: based on the engineering evaluation of the "as-received" mc3316 device sets microclave connector the reported product/component issue was verified. Although the exact causes of the component anomaly are unknown, the most likely cause of this issue was due to usage conditions where set-ups/infusions occurred with very high back pressures within the fluid circuit.

Event description:
FDA/medsun report received reporting component/plug protrusion with use of mc3316 7" smallbore bifuse ext set w/2 microclave clear. The report describes the (B)(6) 2015 event as follows. " upon inspection it appeared the internal septum mechanism popped out of the microclave". There were no pt. Injuries/adverse outcomes. Device return: one (1) used mc3316 was returned to the MFR. Although requested, the involved mating and access devices were not returned for analysis. Visual inspection of the "as-received" mc3316 device set recorded one of the sets two microclave connectors silicone plug was damaged/protruding. The reported issue was visually confirmed.